Event description:
Same case as MFR # 2134265-2009-00080. It was reported that during a coronary stenting treatment procedure, removal difficulties occurred. The target lesion was located in the obtuse marginal (om). The physician was trying to cross the 3.00x20mm liberte monorail coronary stent delivery system (sds) over a non bsc guide wire and the stent seemed to get hung up on the wire. The device was removed as a system and the physician attempted to insert another 3.00x20mm liberte sds. This stent also became hung up on the wire and the physician removed the sds and the wire together as a system. A third non bsc stent was successfully implanted and the procedure was successfully completed. No pt complications were reported with the pt's current condition listed as "fine".